Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the customer was loading a cartridge a malfunction alarm occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer would use an old pump as alternate insulin therapy until the replacement arrived.